Event description:
A report was received that the patient was unable to charge the ipg and was having difficulty communicating ipg with the remote control after having nondevice related procedures. The physician believed that the nondevice related procedures may have damaged the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. The device will not be return to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg and was having difficulty communicating ipg with the remote control after having nondevice related procedures. The physician believed that the nondevice related procedures may have damaged the ipg. The patient will undergo an ipg replacement procedure.